Event description:
It was reported that during set up / inspection for use, the bronchovideoscope had an image that did not display. There was no harm or injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image snowflake. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the no image malfunction: cause traced to electrical/electronic component problem; expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.